Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nine years and five months following the implant of this transcatheter bioprosthetic valve, worsening of aortic stenosis (as) occurred. No treatment was provided. Further medical evaluation was recommended by the physician. As was ongoing. No patient symptoms were reported. Additional information was received to report an echocardiogram was performed and showed multiple jets of unspecified paravalvular leak and a mean gradient of 42 mm hg. A computed tomography scan was ordered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nine years and five months following the implant of this transcatheter bioprosthetic valve, worsening of aortic stenosis (as) occurred. No treatment was provided. Further medical evaluation was recommended by the physician. As was ongoing. No patient symptoms were reported.

Manufacturer narrative:
Updated data: b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that a transthoracic echocardiogram (tte) approximately 9 years and 5 months following the valve implant identified the severe aortic stenosis with an atrioventricular (av) vmax 4.0-4.5 meters per second (m/s). Mild paravalvular leak (pvl) and some transvalvular aortic regurgitation which was questioned as moderate severity. The left ventricular ejection fraction (lvef) was reported as normal. Moderate resting pulmonary hypertension was also present. On an unknown date, the patient died. The cause of death was not known.

Manufacturer narrative:
Updated data: b2 (exact date not known, year valid), b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the death was not related to the valve although the cause was still not known.